Event description:
Treatment of a left cav (cavernous) aneurysm measuring 28mm with a neck of 4mm. During pipeline deployment, it was reported that the proximal end did not open and was removed from the patient with a snare. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation. (B)(4).